Event description:
It was reported that the patient received notification for inappropriate non sustained lead noise. The sensing latency between near-field and far-field channel resulted in non-sustained lead noise. The device reprogrammed and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.